Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: n179841005, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's dose had been turned up since implant but he got no relief. He recently had a myelogram which indicated that the pump "wasn't even hooked up." He clarified the catheter was disconnected. He indicated he had "horrible pain." He was redirected to discuss the issues with his doctor. No further complications were reported.